Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) for the supraventricular tachycardia (svt) with rapid ventricular response (rvr). Therapy was exhausted for the device. Technical services (ts) reviewed and recommended programming changes for this ICD. This ICD remains in service. No additional adverse patient effects were reported.